Manufacturer narrative:
The returned gds passes pressure and flow testing. No alarms occur during testing. The customer complaint cannot be verified. No-fault found.

Manufacturer narrative:
Date of report: 07sep2021.

Event description:
The customer reported proximal sensor alarm. The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the failure through diagnostic error logs. Proximal port error pointed to the data acquisition printed circuit board assembly (da pcba)/gas delivery system (gds). The fse replaced the gds to resolve the issue. The unit was tested, and it was returned to service.